Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty connector on the digital board. Analysis for reports of this type has not identified and increase in trend.

Event description:
Complainant alleged that during biomed testing, the device's display was all white and unreadable. Complainant indicated that there was no pt involvement in the reported malfunction.